Event description:
The customer obtained higher than expected, non-reproducible vitros tropi es results (0.104, 0.105 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. The same sample was retested and the repeat result (repeat <0.012 ng/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated vitros tropi es result obtained from the patient sample was not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-repeatable, falsely elevated, vitros trop I es results were predicted from a single patient sample, when processed on the vitros eciq system. Vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected. Although service actions were performed, there was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation was unable to determine the affected sample had been centrifuged outside of the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed as a contributing factor. A definitive root cause for the event could not be determined.